Manufacturer narrative:
It was reported that a hl20 roller pump displayed the error message: "belt slip". No harm or injury was reported. A getinge field service technician will be sent onsite for investigation. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a hl20 roller pump displayed the error message: "belt slip". No harm or injury was reported. Reference number: (B)(4).

Event description:
Ref (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message "belt slip" during preventive maintenance. No patient was involved. A getinge field service technician was onsite for preventive maintenance of the device. During the preventive maintenance the device displayed the error message: "belt slip". Upon investigation of the device the technician found a defective motor control board as the cause of the displayed error message: "belt slip". After replacement of the motor control board, the device was working to factory specification. The preventive maintenance was performed successfully and the device was handed over to the customer. Thus the reported failure could be confirmed. The replaced motor control board was not available for further investigation at the manufacturer site. However the reported failure "belt slip" can be linked to the following most possible root causes according to the hl 20 risk management file (dms# (B)(4), version 12): -failure of pump control board -defective/ dirty tacho, relay or pump belt. The device was manufactured in 2013-08-10. The review of the non-conformities during the period of 2013-08-10 to 2022-07-26 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.